Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, urge incontinence and midline cystocele on (B)(6) 2012 and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior colporrhaphy and cystoscopy performed during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent an exploratory laparotomy and pelvic exploration to remove mesh from the bladder, a transvaginal mesh excision, harvest of autologous rectus abdominis fascia and pubovaginal sling with autologous fascia on (B)(6) 2013 for pelvic pain, mesh erosion and sui. No additional information provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.